Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, patient experienced a "transmitter not found" error message that displayed on the smart device after bg values were displayed. No additional patient or event information is available. Data was returned and evaluated. The reported event of a "transmitter not found" error message was not confirmed via data. A root cause could not be determined via data.

Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and it passed. Functional testing was performed and there was no failure detected. A pairing test was performed and it passed. Share data was downloaded and evaluated, no errors related to complaint observed. The bin log was downloaded and evaluated with no related errors observed. The reported event of a "transmitter not found" error message displayed on the smart device was undetermined. A root cause could not be determined.